Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account and one reload sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was then loaded with the subject needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and the needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: needle broke into two pieces while suturing. One of the devices still has half of the needle still stuck on it. Current patient status is good. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Third box was opened and used. The other half of the needle did fall into the patient and was retrieved with needle graspers. The surgeon is an experienced endo stitch user. The fellow was also using the device during the procedure. It happened twice with two different instruments, one was with the surgeon, and one was with his fellow.